Event description:
It was reported that the patient underwent a plf using rhbmp-2/acs. The post-operatively, the patient had some wound issues with localized swelling and redness and presented with some leg pain at the time. The surgeon prescribed steroids and the issue seemed to resolve. Approximately 1.5 years post-op, the patient has been diagnosed with diffusive hyperostosis by another physician. There were some concerns that the patient may have uterine cancer, but testing did not confirm this. The patient has undergone a bone biopsy with no definitive outcome.

Manufacturer narrative:
Date of implant: 2010. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.